Manufacturer narrative:
Further troubleshooting was performed after consulting with getinge support. After removing and reconnecting the fitting, the reported issue was resolved. No parts required replacement. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10 additional information:e1(event site state- (B)(4), event site postal code -(B)(4))

Event description:
N/a

Event description:
It was reported that during an inspection the cardiosave intra-aortic balloon pump (iabp) was not passing the helium pressure test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that they performed a helium pressure test by leaving the helium gas open for five minutes, closed the helium bulb, but the unit is still down 209 psi. The fse has tried changing the gasket, tightened the helium cylinder, and checked the docking o-ring, but the issue was not resolved. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).